Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) doctor advised that her breast was infected, and not ruptured. Also, patient fell a couple of weeks ago on her knee, and 10 days later her breast started hurting. As a result, patient removed the left implant on (B)(6) 2020 without replacement and bilateral replacements with non-mentor implants and capsulectomies' were performed on (B)(6), 2021. This report relates to the right side.